Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed cable on the instrument. The instrument was found with a frayed pitch cable at distal idler. No damage was found on the pulley and clevis. Electrical continuity passed. The instrument has 4 use remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s hysterectomy procedure, a frayed wire was noted on the pk dissecting forceps instrument. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.